Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor failed due to low readings and bent cannula. Unable to confirm if customer received sensor in said condition due to customer returning it opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 340.2 mg/dl. The customer reported a sensor error alert from the insulin pump. The customer also reported that the needle of the sensor broke. The customer clarified that the needle bent upon insertion as it was about to be inserted into the body of the customer but broke before entry. Troubleshooting was done. No additional information was provided.